Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Reportedly, the patient had effective therapy following the procedure and the issue is resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the patient is unable to establish communication between the ipg and external devices. In turn, the patient was to undergo surgical intervention on (B)(6) 2019 to address the issue.